Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting return device.

Event description:
We have received a complaint for phoenix light support guidewire: pg14300lf, lot 7932009 where parts of the guide detached and remain in the patient. We are inquiring about the device return. Please let us know if you have any further questions. Thank you. Nature of complaint: written from customer : used device, philips phoenix arteherctomy system. Ref: (B)(4), where the guidewires subsequently split / fray inside the blood vessel. Parts of the guide detach and remain in the patient. Type of case: peripheral. Access location: unknown. Vessel tortuosity: unknown. Procedure type: unknown. Was resistance encountered?: unknown. Lesion calcification: unknown. Type of "target" lesion: unknown. Peripheral vessel: unknown. Vessel segment: unknown. Access approach: unknown. Chronic total occlusion (cto)? Unknown. Did an embolization occur? No. Was the support clip used? (Phoenix catheter): unknown. Complaint # (B)(4). Date of event: 4/29/2026. Philips reportability aware date: 4/29/2026. Country: denmark (dnk).